Event description:
Product issue details january - march 2022 vanishpoint syringes have been quarantined from lot g210701 vaccines administered: 230 vaccines. Wasted: 14 daily vaccinator survey questions note: total of four (4) rn vaccinators provided feedback via the study. Why do you like this needle? Retractable; quick and safe for user when it works. Why don't you like this needle? Gave vaccine. Needle did not retract when vaccine administered, pulled syringe out of pt's arm. Had to discard in red bin. Continued to push plunger on syringe until it finally retracted. Vaccinated pt. Needle did not retract when vaccine administered. Removed syringe from patient's arm and had to apply additional force before needle retracted in syringe. Have you had any trouble with utilizing this needle. Same responses as question #2. Would you prefer to utilize the needle with the safety cap? Prefer safety cap or another retractable syringe. Patients were involved but identifiers were not collected. Patient safety concerns noted. Symptoms: vanish point syringe / needle not retracting suspected lot: g210701 quarantined.